Event description:
A customer contacted stryker to report that their device having overlapping voice prompts. Without clear voice prompts, a lay user would not receive the proper audible instructions on how to use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and confirmed the reported issue. During evaluation it was also observed that the device kept rebooting and would not complete boot-up cycle. The cause of the reported issues was determined to be due to the operator interrupting the software update by opening the lid. The customer has been provided with a replacement device. The customer's device was archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device having overlapping voice prompts. Without clear voice prompts, a lay user would not receive the proper audible instructions on how to use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.